Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon evaluation, the monitor was resetting. The monitor had a defective t2 component. The root cause of the defective component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.